Event description:
Procedure type: vascular. According to the reporter: suture was broken on the seventh day completely after a vascular surgery. Patient was not obese, pre-operated or chemo therapeutical pretreated. Our sales rep will check the suture "technic" of the surgeon, because he uses allegedly two loops and ties it. This suture "technic" will be carried out continuously. Patient injured.